Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: it was reported there was discoloration or impurity in a sodium chloride 0.9% 10 ml flush. To aid in the investigation, thirty samples and two photos were provided for evaluation by our quality team. Twenty-three samples came in sealed packaging flow wraps, six came with no packaging flow wrap and one sample came in a plastic bag with no packaging flow wrap. The samples were visually inspected and no defects or imperfections were observed in twenty-nine of the samples. The remaining sample has foreign matter. One photo shows a luer tip and the inner part of the tip cap with brown foreign matter, this is the sample received in the plastic bag. The other photo shows the packaging box label. The brown foreign matter is lubricant from the molding process. This foreign matter could occur if after a preventive maintenance or repair the proper cleaning was not performed to the molding tool/press. A device history record review was completed for provided material number 306546, lot number 0301450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Inspection of the molding tool/press was performed finding everything clean. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that after a preventive maintenance or a repair the proper cleaning was not preformed to the molding tool/ press. Inspection of the molding tool/press was performed finding everything clean.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 306546 batch no: 0301450. Noted discoloration/impurity on a sodium chloride 0.9% 10 ml flush.